Event description:
New information received notes that slight increase was observed in the bipolar right ventricular pacing thresholds and several high ventricular rate episodes were recorded since last follow up. Programming changes were made. The patient was stable during and after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the pacemaker exhibited atrial crosstalk that was oversensed in the ventricle. The device was able to recognize the crosstalk and was appropriately delivering ventricular safety paces. However, it was atrial pacing faster than the sensor indicated rate. Programming changes were discussed. The patient experienced palpitations but was stable.